Event description:
Healthcare professional reported immediately after injection in the nasolabial folds, oral commissures, and vermillion border with juvederm ultra plus pt experienced "burning, like a burn and the area is hot; erythema, inflammation to all injection sites" and "swelling." The day after injection pt developed "darkening of the injection sites; maroon coloration; peeling skin and heat all while still experiencing a post inflammatory stain/spot." Pt was treated with cephalexin and cortisol histamine.

Manufacturer narrative:
The documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling: undesirable effects: the pt must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. Staining or discoloration of the injection site. Pts must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. Any other undesirable side effects associated with injection of juvederm ultra plus xc must be reported to the distributor and/or to the MFR.